Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that following use of the device, the needle could not be fully retracted into the safety mechanism. While attempting to engage the safety mechanism, a nurse suffered a dirty needle stick.